Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple shocks due to an arrhythmic storm. The patient was hospitalized as a result. An ambulatory follow-up was performed and two treated ventricular episodes were recorded. The first episode shows 8 appropriate shocks were delivered, reaching therapy exhaustion. The second episode recorded 6 appropriate episodes, however, the episode recording was stopped because the health care professional (hcp) supposes a magnet was applied. It was also mentioned that multiple shocks were ineffective in converting the arrhythmia, however, the hcp supposes this may be related to the clinical conditions of the patient considering the long time passing by in ventricular tachycardia (vt). The patient will continue hospitalized and will be monitored until the physician decides the next course of action. The device remains in service. No additional adverse patient effects were reported.